Event description:
It was reported that patient had the device explanted. Patient was quite old and frail. He was so skinny that the anchor, extension and implantable pulse generator could be felt under the skin. Patient was tired of feeling the device under his skin and he wanted it explanted. There was no patient injury and patient recovered without sequelae.

Manufacturer narrative:
Product ID 3888-45, lot# v597860, product type lead, product ID 3888-45, lot# v597860, product type lead, product ID 3778-60, lot# v553163005, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3550-39, product type accessory, product ID 3550-39, product type accessory, product ID 3550-39, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of device, model# 37712 serial # (B)(4), found ins reduced capacity due to overdischarge, insignificant anomaly. Analysis of the lead, model# 37780-60 lot# v553163005, found the lead body cut through, product segmented. No significant anomaly. Analysis of the leads (x2), model# 3888-45, found the lead distal end weld broken (overstress damage). No significant anomaly. Analysis of extension, serial # (B)(4), found extension body cut through, product segmented. No significant anomaly. Analysis of anchors (x2), model# 3550-39, found titan anchor cut. No significant anomaly. Analysis of anchor, model# 3550-39, found no anomaly.